Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a blank display. The caller stated that the blood glucose was 15 mmol/l. The caller stated that the insulin pump was exposed to moisture before getting the blank display. The caller also reported that the insulin pump had a crack in the back of the insulin pump. Troubleshooting was provided. The display did not return. The insulin pump will be returning for an analysis.